Event description:
The account is reporting that it is too hard to get the brakes engaged and he has to push the pedal really hard. If the bed gets bumped into slightly, the brake may disengage.

Manufacturer narrative:
The account adjusted the brake/steer link to repair the bed.